Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged that the insulin pump under delivering insulin which resulted in the customer experiencing hyperglycemia. The customer¿s high blood glucose level was 15.8 mmol/lat the time of the incident. The customer¿s current blood glucose level was 8.8 mmol/l. The customer was treated with insulin pump for high blood glucose levels. The insulin pump passed the high pressure test. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.